Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the reportable malfunction described, the evaluation also found that the fiber bonding in the outer tube area (distal end) was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii, 10 mm, 30° displayed a pink image. The issue was found during an unknown therapeutic procedure. There were no reports of patient harm. The procedure was successfully completed with a similar device. The subject device was subsequently returned to olympus and evaluated. The evaluation uncovered a defective charged couple device (ccd) which was producing a purple image. This medical device report (MDR) is being submitted to capture the reportable malfunction identified during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd), however, the exact cause of the defect could not be specified. It likely the defect occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.